Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardiac procedure, all three reported suture device's needle were ripping off the suture too early and sometimes it was hard to find the needles. Patient had undergone x-ray to ensure needle was not inside. The needle was not found but was not in the patient either. Surgeon opened another box to resolve the issue.